Manufacturer narrative:
Pt info: unknown, not provided. Implant and explant dates: if implanted or explanted; give date: not applicable as the lens was inserted and removed. (B)(6). It was indicated that the device is not returning for evaluation as it was discarded; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Initially it was reported the lens split on insertion and was removed from the eye and the nursing staff did not retain the fragments. Through follow-up it was clarified that after insertion into the patient's operative eye of the pcb00 intraocular lens (iol), cracks were noticed on the lens. Reportedly the lens was removed and replaced during the same surgical procedure. The incision was marginally enlarged, but no sutures were used, and no vitrectomy was required. The explanted lens was discarded by the customer. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.